Event description:
It was reported that one of the patient's leads "slipped" and the doctor didn't want to do the corrective surgery. The reporter didn't know what caused the lead to "slip." An xray was done about a month ago which confirmed the lead "slipped". The patient wanted to get a second opinion. If additional information is received, a follow up report will be sent.

Event description:
Additional information from the healthcare provider stated, the cause of the event was unknown and there was a ¿minute¿ dislocation of the lead but it remained functional. It was stated no surgical intervention was warranted.

Manufacturer narrative:
Concomitant products: product ID 3889-28, lot # v618048, implanted: (B)(6) 2011, product type lead. (B)(4).